Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-05408. Additional information revealed that the patient requested the explant, no further details were provided to the manufacturer. In turn, the entire system was explanted.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-05408. It was reported that patient may undergo surgical intervention to get a system explant. Further information is currently not available.